Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had a bad fall and this device migrated causing the patient pain at the implanted site. This device was explanted and was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.